Event description:
The customer reported approximately ten (10) milliliters of clenz cleaner solution leaked outside the instrument involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves, and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced solenoid #59, solenoid junction and differential mix motor, and tubing through pinch valve pv42, which had a pin hole, and resolved the fluid leak issue. The fse performed preventive maintenance (pm) before schedule and completed service. Service activity was verified per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).